Manufacturer narrative:
Citation: yang et al. Comparisons of different new-generation transcatheter aortic valve implantation devices for patients with severe aortic stenosis: a systematic review and network meta-analysis. Int j surg. 2023 aug 1;109(8):2414-2426. Doi: 10.1097/js9.0000000000000456. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis for comparison of new-generation transcatheter aortic valve implantation devices for patients with severe aortic stenosis.  The meta-analysis included 79 peer-reviewed studies.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: stroke, major bleeding or vascular complication, acute kidney injury, arrhythmia requiring permanent pacemaker implant, positioning difficulty, moderate to severe paravalvular leak, patient-prosthesis mismatch, and elevated transvalvular gradients.  No further information was provided pertaining to medtronic products.